Event description:
(B)(4). I have severe pain since insertion that has not subsided. I have fainted since essure, I now have tachycardia, I have a rash on my face chest and thighs, I itch all over. I feel vibrations inside my body and I also now have intestinal issues on my right side were the pain is. I had a laparoscopy surgery only to find scaring on my right tube and large intestine were the pain is. I have severe bloating and extreme pain when menstrating I have large blood clots. I have allergies now when I never have. I would never get sick before and now this year I have been sick over 5 times once even with pneumonia this past month. My vitamin d level is at a 7 which is extremely low.